Manufacturer narrative:
The suspect device was returned to olympus. Visual and tactile inspection revealed that the slit of the rubber part was broken. The fragment was semi-circular and about 2 millimeters in size. It was noted that after inserting the instrument into the disposable forceps plug attached to the endoscope, it is presumed that the rubber piece fell off as a result of overloading the rubber part as a result of continuing to insert and remove the instrument at an angle to the forceps plug. Suction failure possibly occurred as a result of a loose connection of this product or disposable suction plug maj-209 attached to the endoscope, or air leakage from a slight gap caused by the effect of slit breakage. It is presumed that it did, but it was not possible to identify the cause. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that after completing a bronchoalveolar lavage test (bal) using the evis lucera elite bronchovideoscope, a piece of rubber was found in the suction bottle. It was possible that the rubber piece came off, fell somewhere inside the patient's body and was suctioned out. In addition, during manual washing after the procedure, the suction could not be performed when trying to wash with suction. Therefore, it was suspected that the rubber on the single use suction valve came off and could not be sucked. No additional treatment was required, and the patient was not hospitalized. A pre-use inspection was completed without any issues noted. Currently, there was no problem with the patient's health nor was there any effect noted on the patient. The rubber pieces inside the bottle have already been collected. Additional information indicated that the facility does not believe there was an issue with the bronchovideoscope. The user facility also returned the single use biopsy valve (sterile) to olympus. Upon inspection and testing of the returned device, it was observed that the slit of the rubber part was broken. The fragment was semi-circular and about 2 millimeters in size. This report is being submitted for the reportable malfunction found during evaluation which may have contributed to the adverse event described. This event is reported under the following related patient identifiers: (B)(6)- evis lucera elite bronchovideoscope. (B)(6)- single use suction valve. (B)(6)- single use biopsy valve. This medwatch is for patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it was observed that the slit of the rubber part had been broken off. It is likely that the rupture was caused by continuous overloading at the base of the slit when the device was used in combination with an endoscope and a surgical instrument. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting or withdrawing the instrument, the tip of the instrument must be closed or retracted into the sheath to prevent the biopsy valve from breaking and fragments from falling out into the body cavity. It should be done slowly, keeping it straight against the biopsy valve. If a sharp spoon is used, insert, or pull out with the tip straightened". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the device product code (d2), from the initial medwatch.